Event description:
New information received notes that the device vibratory indicator was non-functional. Patient has inconsistent ability to use remote monitor. Device was explanted and replaced.

Manufacturer narrative:
The reported field event of a patient notifier anomaly was confirmed in the laboratory. The device was tested on the bench and the patient notifier was seen to be functioning. The cause of field event was found to be a patient notifier anomaly.

Event description:
It was reported that when an asymptomatic patient¿s device vibratory alert was tested, patient could not feel it. Intervals and durations were changed but still the patient could not feel the vibration. The patient is pacer dependent. Patient will be monitored on merlin.net transmission with routine follow-ups.